Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 24may2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device.

Event description:
(B)(4). 8015 255-32784-275 error. Software error. 8015 running v9.33.1 when trying to connect the 8015 to asm it would get a 255-32784-275 error. Had the biomed plugged the 8015 into ac power and reconnect to asm. Unit successfully connected to asm.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 24may2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device.

Event description:
(B)(4).